Event description:
It was reported that a patient underwent a postpartum vaginal procedure on (B)(6) 2015 and suture was used. During the procedure, the needle detached from the thread. The surgeon was unable to find it manually and decided to complete the procedure and to obtain a radio of the perineal area the following day which showed the presence of the needle at the vaginal mucosa. The patient underwent a reoperation. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that, during the postpartum vaginal suturing, the needle was held with needle holder. It was also reported that the next day following the procedure, after the radiography of pelvis the patient underwent a dissection of tissue and the entire needle was removed. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.